Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for complex regional pain syndrome type I and spinal pain. It was reported that therapy had stopped due to a power on reset error code. The patient was trying to charge when they received this message. The patient programmer was no available to perform troubleshooting. The family member of the patient believed that it was an informational power on reset message. After receiving instructions on how to clear a power on rest message, the issue was resolved. The patient hadn&#38176;charged her implant in a while due to a torn rotator cuff.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.